Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 the patient obtained an error message on the reported meter during testing; she was unable to obtain a blood glucose reading. The patient was unable to provide the specific error message that occurred. Afterwards, the patient experienced the symptom of shaking. The patient took no actions due to the meter issue, and did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was resolved during troubleshooting; there was no evidence the meter was not functioning appropriately. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter error message issue, therefore, this complaint is being reported.